Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the consumer visited their eye care professional (ecp) due to eye pain, which began after insertion of contact lens. The contact lens was removed and the consumer was diagnosed with a large central corneal abrasion (os). The consumer was referred to a corneal specialist. The consumer was seen by the specialist, and too diagnosed the consumer with a large central corneal abrasion (os) with a slight change in visual acuity. The corneal specialist prescribed gatifloxacin (qid) and referred the consumer back to their ecp. A reasonable and good faith effort was made to obtain the consumer's outcome without results.